Manufacturer narrative:
This is a supplemental report to correct aware date and provide additional information. The correct aware date was december 3, 2021, not november 30, 2021 as reported in initial MDR. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases and inspection result by local service department that there was trace of physical stress on the subject device, omsc presumed that the phenomenon was caused by physical stress and/or chemical stress as follows: physical stress. Insertion section interfered with mouthpiece and rubbed. Device was used for procedure while insertion section was not inserted tracheal tube smoothly. Chemical stress. Water-insoluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was sprayed directly on insertion section. Device was reprocessed by disinfectant not recommended by olympus. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.